Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and the deflection felt ¿stiff or stuck¿. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and deflection test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. A deflection test was performed, and the curve was deflecting within specifications. No deflection issues were observed. No stuck was identified during the analysis. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The deflection issue reported by the customer could not be replicated during the product investigation; other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use contain (IFU) the following warning and precaution: always place the rocker lever in the neutral position to straighten the catheter tip before insertion or withdrawal of the catheter. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On (B)(6) 2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a qdot micro and the deflection felt ¿stiff or stuck¿. The catheter was very difficult to deflect when the catheter was inserted into the body. Caller stated the handle felt "stiff or stuck". When the catheter was replaced, the issue resolved. There was no patient consequence.